Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing; this showed leakage. Internal examination showed the leak site was a crack in the return tube for warming fluid. The device showed extension fluid damage due to this issue. In response to similar events the device specification for the return tube has been tightened (inner diameter of tube). This change was made in effort to limit potential for stress fractures in the return tube.

Manufacturer narrative:
Additional information in h3, h6 and h10. This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A product sample was received for evaluation. Visual and functional testing were performed. Wear and tear damaged front cover, enclosure, broken pole clamp and cracked tank cover. Started with a visual inspection then filled tank with water, attached temperature check. Plugged in line cord and turned on the power switch. During investigation, the device leaked from the cracked tank cover. The root cause was determined to be user interface. Actions were taken to mitigate the reported issue: replace the water tank cover. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported the device tank was found leaking. No patient involved.